Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that an implant was placed in site 29 on (B)(6) 2020. Doctor reported nerve compression at the implant site. Implant was removed on (B)(6) 2020. No further patient injury reported. No relevant patient history reported.

Manufacturer narrative:
One osseotite® tapered certain® implant 3.25 x 10mm (xifnt3210) was returned for investigation (image 1-2). Visual evaluation of the as returned product identified moderate signs of wear from use, and nicks about the outer threads. The product matched print specifications where measured against drawing 850001 rev b (digital caliper, cal 1334, sept 25 2020). No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 (universal) and used for approximately 8 days. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019080626. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019080626) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.